Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing episodes due to competitive atrial and ventricular sensing were noted. Device reprogramming was recommended. The patient is stable and will be monitored.